Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the acid straw had broken while testing patient samples. Siemens is investigation the event.

Event description:
Discordant, results were obtained for ferritin, prolactin, cortisol, intact parathyroid hormone and thyroid stimulating hormone on an advia centaur xp instrument on eleven patient samples. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same samples on the same advia centaur xp instrument, resulting within their expected range. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, results for ferritin, prolactin, cortisol, intact parathyroid hormone and thyroid stimulating hormone.

Manufacturer narrative:
The initial MDR 2432235-2016-00808 was filed on december 28, 2017. Additional information (01/30/2017): a siemens headquarters support center (hsc) specialist reviewed the event. Hsc made multiple attempts to retrieve data in regards to the event but was not provided the required information. The cause of the discordant results for ferritin, prolactin, cortisol, intact parathyroid hormone and thyroid stimulating hormone is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.